Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was not used. No patient was involved.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with a low bol voltage for an unloaded, packaged device. The current and voltage trends did not show significant signs of high current drain. Output and stress tests were performed, and there were no signs of high current drain. The device was cut open to perform further analysis. In-circuit battery voltage and current measurements were normal. Despite extensive testing, high current drain to account for the low bol voltage was not identified. Longevity assessment was performed, and the device had appropriate remaining longevity.